Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient's shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant device(s): 308-01-11 - 11x80mm distal stem modular cemented (B)(6) 320-01-46 - equinoxe reverse 46mm glenosphere (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5 (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10 (B)(6) 320-46-03 - 145-deg pe 46mm hum liner +2.5 (B)(6) 308-05-22 - distal fixation ring ha 22.5 (B)(6) 308-09-12 - small prox body +12.5 (B)(6) 308-10-50 - 50mm middle segment modular (B)(6) 308-15-62 - taper locking screw 62.5 (B)(6) 315-35-00 - glnd kwire (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s096931 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s117264 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm s124513 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm 6403901.

Event description:
Patient started subluxing and dislocation 30 days post op after he self-discontinued his sling. The event is possibly related to the event and definitely related to the procedure. The patient was revised to a standard reverse with a humeral reconstruction stem in summer 2021 and the outcome of this event is considered resolved.